Manufacturer narrative:
(B)(4). Date sent: 7/29/2024. D4: batch # 137c92. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with the reload pan slightly bent and partially dislodged from the left proximal side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 137c92, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the cartridge floated and did not fit properly during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.